Event description:
The hospital reported that during the saphenous vein harvesting procedure, the scope washer tubing detached from the c-ring. A replacement uniport plus was used to retrieve the tubing. No other pt complications were reported.